Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Photos of the device have been provided to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter had been repaired approximately a year ago and was now floppy, there appeared to be a stiff item within the catheter, closer to the patient from the repair. The metal stylet had broken off and migrated down the catheter toward the patient. The catheter was re-repaired proximal to the metal piece. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. Photos of the device have been provided to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that catheter had been repaired approximately a year ago and was now floppy, there appeared to be a stiff item within the catheter, closer to the patient from the repair. The metal stylet had broken off and migrated down the catheter toward the patient. The catheter was re-repaired proximal to the metal piece. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one 4.2fr single lumen broviac catheter with two repairs and three electronic photos for evaluation. Photo review concluded that stent migration had occurred based upon out of place repair stent. Visual observation noted that a repair stent was protruding from one of the repair sites. Microscopic evaluation noted that the distal repair site was missing it's repair stent. Therefore, based upon the detached repair stent this investigation is confirmed for repair stent migration. Minimal adhesive was noted on the proximal side of the repair joint, which may have contributed the identified repair stent migration. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Other possible causes for this failure include excessive pressurization and/or manipulation of the repair joint. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Additional MFR narrative : PMA/510k. MFR site, type of report, if follow-up, what type, device evaluated by MFR, and results, conclusion.

Event description:
It was reported that catheter had been repaired approximately a year ago and was now floppy, there appeared to be a stiff item within the catheter, closer to the patient from the repair. The metal stylet had broken off and migrated down the catheter toward the patient. The catheter was re-repaired proximal to the metal piece. There was no reported patient injury.